Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that the customer had a low of 42 mg/dl a couple weeks ago in the middle of the night. The mother was unsure why the hypoglycemic episode occurred. Transfer to the 24-hour helpline was declined.